Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the customer's device and was able to verify the reported issue. The root cause of the issue is determined to be contamination and corrosion to multiple internal electrical components of the on/off switch circuit. The customer's device will be archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that their device would not power on. The customer will receive a replacement device.